Event description:
The account stated the left foot siderail will not latch.

Manufacturer narrative:
The technician found the siderail center arm was broken at latch area and top rail was bent in the center area. The technician indicated the damage was most likely from abuse. He replaced the siderail to repair the bed.